Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred during the load sequence with multiple new cartridges. Blood glucose level was 108 mg/dl. Reportedly, the customer successfully reloaded the cartridge to address the event and resumed insulin delivery.